Manufacturer narrative:
Both ekosonic devices were returned for evaluation. The device evaluation of msd (B)(4) revealed it was fractured between the msd tubing section and the treatment zone section. The proximal end was 91.3 cm in length and was attached to the cable. The second section was the treatment zone which was lodged in the iddc coolant lumen. The iddc revealed damage including accordion sections. A review of the device history record confirmed that the product was manufactured per standard processes and met all acceptance criteria. There have been no other reported complaints from msds of the same lot. The IFU warns the user to not advance if resistance is met. Excessive force against resistance may result in damage to the device or vasculature. User error was not confirmed, but could not be ruled out as a cause or contributing factor to the msd fracture.

Event description:
It was reported that a patient with an arterial occlusion was treated with ekos on (B)(6) 2018. The complaint initially reported that the user could not advance the catheters over their wire and stated that "the catheter buckled". Two 50 cm ekos catheters would not advance, but a third catheter was used successfully without issue. The patient was reported as "doing well and all is fine". Upon investigation of the returned devices on (B)(6) 2018, one msd (serial (B)(4) was found to be fractured.